Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, an aortic dissection occurred. The target lesion was located in the circumflex artery. The physician used a 7fr guide wire to access the lesion and then exchanged it for a csi viperwire guide wire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced to the site of treatment. The physician completed three runs at low speed. Post-atherectomy angiography revealed an aortic dissection, but it could not be determined what caused the dissection. The oad was removed and an impella device was introduced into the patient. At this point, the patient was transferred to the emergency room for surgical intervention to resolve the dissection. A request for additional information was made, but was denied by the facility due to internal policies.